Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-1934d-24 step drills broke. The surgeon had the tip of the drill bit break off at the stepped section. He was not torquing the drill, and it was running at full speed forward. Despite what appeared to be proper technique, both drills still broke. This was discovered during the case with no patient harm.